Event description:
Laparoscopic hernia repair - "during the laparoscopic procedure, the insulation of the instrument got lost. It was taken out of the patient."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the insulation on the shaft was separated into two parts and the shaft was bent at this separation. This damage was likely caused by contact with a sharp object. The exact root cause of the damage remains unknown. During the manufacturing assembly process, applied medical scissors are functionally inspected 100%. This document represents our final report.